Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was not returned for evaluation. However, review of the photographic evidence revealed the overall surface had no damage nor defects that could have contributed to the reported event were observed. Additionally, functionality issues cannot be assessed through a photo investigation. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Review of the device manufacturing records indicated that there were no non conformances that would be expected to impact the overall product. Since the device was not returned, a dimensional inspection and functional testing cannot be performed. The overall complaint was not confirmed as the photographs provided contained insufficient evidence of the reported event. The assignable root cause could not be determined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device returned for evaluation. During evaluation it was determined that the overall appearance of the device showed signs of moderate wear which is consistent with repeated use. It was also found that the device had undesired movement or play between the sasi clamp and the sasi itself. Additionally, it was noted that minimal force was required to open the saw clamp lever while the saw wing fixture was engaged. The overall complaint was not confirmed as the observed condition of the device would not contribute to the complaint issue. However, loosening was found on the left-sasi. The issue related to the loosening is due to design and has been escalated to a CAPA.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4). D10, concomitant medical devices and therapy dates, base station device, (B)(6) 2024.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the robotic assisted saw interface left (sasi) device that connects to the saw handpiece was loose. It was reported that the saw toggles were causing an "excessive movement" error on the base station device preventing the surgeon from making any cuts. The leg was not moving and the error appeared multiple times. The issue was fixed by swapping to another saw interface from a different tray. The procedure was completed. It was reported that there was a five minute delay in order to do some trouble shooting. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.